Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead showed minute ventilation (mv) feature over sensing along with impedance and noisy signals. According to the sales representative all device measurements were within normal limits. The cause for the noisy signal was not determined. It was confirmed by the physician that the patient had a procedure that day. Reprogramming options were discussed and the device was effectively reprogrammed, including the mv feature that was programmed on again and sensitivity was increased to address atrial under sensing. The patient reported feeling better. The system remains implanted. No adverse patient effects were reported.